Event description:
This lead was implanted on (B)(6) 2012 and remains implanted in the patient. A call to technical services on (B)(6) 2012 states that impedance for this lead is >2000. No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).